Event description:
Embolization occurred immediately after a 6-6mm amplatzer duct occluder ii (adoii) was implanted in a ventricular septal defect (vsd). The patient was referred for surgery where the adoii was explanted and the vsd was repaired.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the adoii met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.